Event description:
The reporter stated "the panta implant broke while inside of patient". The initial surgery was (B)(6) 2011 and a revision surgery (unspecified) was performed on (B)(6) 2012. On (B)(6) 2013 received written (B)(6) mail communication from the customer which noted the patient "was forced to undergo surgery to remove the defective integra pentanail fixation rod, part # (B)(4) which had been implanted to fuse the mortise joint extending across the distal tibia into the calcaneus. I have enclosed an x-ray of my client's left foot/ankle. It evidences that the defective broken pentanail rod became deformed and bent inside his left ankle at the calcaneus just above the two lower surgical screws in the calcaneus. Thus, the pentanail model # 500080nd failed to perform for the purpose that it was intended. The incident obviously resulted in significant physical pain, emotional trauma and distress, besides obvious financial impact. Obviously the long term consequences of this event to the patient and his mobility limitations are as yet undetermined. I have not yet received the surgeon's anesthesiologist or cedars sinai hospital's itemized billing charges for this required second "explant" surgery nor have I received any related charges. This surgery to remove the defective/failed pentanail rod also required my client to take time to recover. Thus, we are also making a claim for loss of obvious earnings capacity..."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.